Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that the catheter separated and device fragments remained in the patient's body. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified obtuse marginal branch (high lateral branch). A 10mmx2.00mm wolverine coronary cutting balloon was selected for anterior dilation due to the presence of circumferential hyper calcification. However, the balloon was caught on a non-boston scientific (bsc) stent strut protruding into the left anterior descending artery (lad)-left main truck (lmt) when attempted to remove. After several attempts to pull it out, it hit the stent and could not be removed, so the shaft was cut before reaching the wolverine hub and a guide extension was advanced, but it also hit the stent strut and could not be removed. Therefore, another route was taken from the groin, the wire was advanced under double guides, and the area near the stent strut was dilated with a balloon, but it could not be removed. After many attempts, the physician pulled on the wolverine again and was able to remove the shaft itself from the body. However, the recovered device was found to have no balloon portion, including the blade, and it was noticed that it remained in the body. Fluoroscopically, a distal marker was also observed in the high lateral branch. It was then decided that retrieval would be difficult, and a 2.5/18 non-bsc stent was implanted in the high lateral branch-lmt, and a 3.0/28 non-bsc stent was implanted in the lmt-lad with a culotte stent to fix the remaining balloon remnant in the coronary arteries. Therefore, it was decided that the bailout was completed, and the procedure was also completed. Currently, the patient had no chest pain at rest after the procedure.

Event description:
It was reported that the catheter separated and the distal part of the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified obtuse marginal branch (high lateral branch). A 10mmx2.00mm wolverine coronary cutting balloon was selected for anterior dilation due to the presence of circumferential hyper calcification. However, the balloon was caught on a non-boston scientific (bsc) stent strut protruding into the left anterior descending artery (lad)-left main truck (lmt) when attempted to remove. After several attempts to pull it out, it hit the stent and could not be removed, so the shaft was cut before reaching the wolverine hub and a guide extension was advanced, but it also hit the stent strut and could not be removed. Therefore, another route was taken from the groin, the wire was advanced under double guides, and the area near the stent strut was dilated with a balloon, but it could not be removed. After many attempts, the physician pulled on the wolverine again and was able to remove the shaft itself from the body. However, the recovered device was found to have no balloon portion, including the blade, and it was noticed that it remained in the body. Fluoroscopically, a distal marker was also observed in the high lateral branch. It was then decided that retrieval would be difficult, and a 2.5/18 non-bsc stent was implanted in the high lateral branch-lmt, and a 3.0/28 non-bsc stent was implanted in the lmt-lad with a culotte stent to fix the remaining balloon remnant in the coronary arteries. Therefore, it was decided that the bailout was completed, and the procedure was also completed. Currently, the patient had no chest pain at rest after the procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned with its hub and strain relief removed and not returned. The tip, balloon material, blades, pads, tip inner and distal marker band were also found to be missing from the device only the proximal balloon cone remained in place. Only a portion of the proximal balloon cone was returned. The tip, balloon material, blades, pads, tip inner and distal marker band missing from the device. No tip was returned with this device. A visual and tactile examination identified multiple hypotube kinks. The hub and strain relief were removed from the device and not returned. The length of hypotube returned from break point to guidewire port measured 113.5 cm. A visual and tactile examination identified stretching and damage at the site of the guidewire port. Stretching was also noted on the portion of inner tip returned. A break was noted on the inner tip and the balloon material, and the remaining inner tip were not returned. A visual and microscopic examination found only the proximal marker band to be returned. No other issues were identified during the product analysis.